Event description:
It was reported that (6) pmw35 were used during an unknown procedure. It was reported by the affiliate that the staple would not release from the anvil smoothly. Opened another device to complete the case. There was no adverse patient outcome.